Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that at implant the physician had difficulty positioning the lead due to the patient's anatomy. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.